Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Refer to MDR 1226348-2015-10483 for information regarding the second device reported in this event.

Event description:
Procedure: insertion of intracranial pressure monitor device. When the device was prepared for the case the device was switch on, and noticed that the device had a message system failure on the screen. Same thing error message happened to the second device. They changed the procedure to an insertion of external ventricular drain. Twenty minutes delay in surgery. No adverse event to patient.

Manufacturer narrative:
It was initally reported that the device would not be returned for evaluation. However, the device was later made available. It was found that there was electrical damage to the analog board, the lcd was not functional, the clamp was corroded and the battery was weak and would not hold a charge. The supplier replaced the u24, u8, u30 on the analog board, lcd, clamp and battery. The insturment was tested and pased all specifications. The insturment was tested and pased all specifications the supplier was not able to direcly determine the cause of failure. However, the device was manufactured in 2006 and is therefore outside of warranty. It is likely that the age of the device contributed to the reported issue. At present, we consider this complaint to be closed.